Event description:
It was reported that the patient presented in clinic. It was discovered, that the right ventricular (rv) lead exhibited inadequate capture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.